Manufacturer narrative:
The device involved in this event was not returned for evaluation; however from the description received it appears to be the same type of event that has been previously evaluated. Extensive testing was performed by engineering to duplicate the complaint. Returned samples showed material degradation in the area of the luer to extension (B)(4). Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however this type of failure began after the implementation of (B)(4). Engineering was determined that the (B)(4) was a contributing factor. Changes are being made to the manufacturing process to eliminate (B)(4). Medcomp will monitor for future incidents of this nature to determine the effectiveness of the preventative actions.

Event description:
It was reported that the "PICC line cracked and leaking below white clamp proximal to the pt." Catheter was removed and a new PICC was placed. Pt was not harmed by the loss of the PICC line and insertion of a new one.